Event description:
The customer was having hypoglycemic symptoms and the device was used to check their blood glucose. A result of 200 mg/dl was obtained. Emergency medical technicians were called and pt was transported to the hospital and given an IV. A lab result was 20 mg/dl and pt was kept for observation. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.